Manufacturer narrative:
Clarification to b3 date of event: partial date february 2023. Treating/implanting/explanting physician information: dr. (B)(6). Treating physician: dr. (B)(6). Additional healthcare professional information (no contact info provided): implanting institution: (B)(6). Treating physician: dr. (B)(6). Treating physician: dr. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl-suspected", "seroma-late", and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl" (pathological markers cd30+ and alk- have not been received); "seroma"; capsular contracture, baker grade iii.

Event description:
Patient reported "swelling on my left breast", had an MRI which was "suspicious for bia-alcl", had a puncture performed and found "it was not bia-alcl after all", and "during the operation it was also determined that this cancer was indeed in the breast". Healthcare professional reported "swelling at the left side", "liquid was punctured under ultrasound examination and sent for pathology without any evidence of malignity", "capsular contracture baker grade iii", and "seroma". Healthcare professional also reported "when the left breast was opened the capsule, shape and aspect was very suspicious" and "pathology report came with confirmation of bia-alcl". Pathological markers confirming bia-alcl have not been received. This record is for the left side. The device was explanted. Total capsulectomy was performed. Healthcare professional reported that after explant surgery, "pet-scan was done without any evidence of local invasion, reactional lymph node at the axillary without argumentation for bia-alcl". Patient also reported that a year later, "the same cancer was diagnosed after biopsy of a lymph node under my left armpit", "opted for the alternative drugs", and after treatment there was "no cancer to be seen on the pet-CT scan".